Event description:
Pt died several hours after she developed an air embolism during a heart catheterization procedure performed by the cardiology physician. During the procedure, the physician aspirated and flushed the guide catheter with saline. According to the physician's procedure report, his eyes turned away and upon turning back to the table he found a very significant air infusion which passed through the manifold.